Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not open. A field service engineer (fse) reported that auxiliary drawer 2.1 had been intermittently failing and would not open. Pocket a4 in auxiliary drawer 2.1, which contained morphine sulfate injection vials, was overloaded and the pocket lid was rubbing on the release mechanism. The pocket was manually released using the hardware test application, during which the lid broke. All other pockets were released, and the cubie trays were cleaned. The station was rebooted and recovered drawer 2.1. Customer then reloaded the medication in drawer 4 pocket d3 and the acceptance test was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 failed to open. Customer attempted troubleshoot with reboot, but issue still persisted. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.